Manufacturer narrative:
Conclusion the complaint can not be verified due to mishandling of the product. Result main findings: the soft component of the up button is damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. This source led to an always activated up button and therefore, the e8 message could not be confirmed because all the buttons do not react on pressure. Consumables: n/a the problem mentioned by the customer is related to mishandling of the product by the customer,

Event description:
Patient reported receiving an e8 (power interrupt) error message on the infusion device during normal use. Patient stated, he was unable to confirm the e8 message with the ok button on the infusion device. Patient reported he removed the battery, waited 10 minutes, and then inserted a new battery and battery cover; infusion device displays an e8 again after the self-test. Patient stated he still was unable to confirm the e8 message. Patient reported there are no health concerns. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.